Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. Additional information was requested, and the following was obtained: what was being done when the needles pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through tissue h3 testing of device from same lot/batch returned from user (b03) investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with a needle suture combination was received for analysis. Product code vcp493h. During the visual inspection of the returned sample, swage and attachment area were noted to be as expected. The suture was examined along the strand and no anomalies were observed during the evaluation. The product code vcp493h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to pull off suture needle were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigation summary: the product was returned to ethicon for evaluation. Two opened boxes with thirty six packets on each box and one open box with twenty nine packets were received for analysis. With a total of one hundred one. The product code is vcp493h. Following the sampling plan, a visual inspection was conducted on 13 samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues. Upon visual inspection of the returned samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without any problems. The sutures were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, flex test was performed, and forty five did not meet the requirements due to improper tipping, as the sutures were breaking away from the swage area. Five samples were observed to be conforming as per flex specification. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another nine to continue the surgery, and the same problem happened. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested